Manufacturer narrative:
The returned product was examined under magnification. The plate showed slight wear, with scratches all along the top surface of the plate. There are also slight deformations and dents on the bottom surface of the distal hole cluster. No other significant signs of damage or wear were observed. It is not possible to determine if the scratching and wear around the surfaces of the plate occurred during implantation or removal. Additional mdrs associated with this event: 3025141-2022-00017: screw 1, 3025141-2022-00018: screw 2, 3025141-2022-00019: screw 3, 3025141-2022-00020: screw 4, 3025141-2022-00021: screw 5, 3025141-2022-00022: screw 6, 3025141-2022-00023: screw 7, 3025141-2022-00024: screw 8.

Event description:
While explanting hardware from the patient (during routine hardware surgery), the surgeon found four broken screws. It is not known if the screws were broken during removal surgery or were broken post-op (the first surgery). Broken portions of each screw were left implanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2022-00017 follow up 1: screw 1, 3025141-2022-00018 follow up 1: screw 2, 3025141-2022-00019 follow up 1: screw 3, 3025141-2022-00020 follow up 1: screw 4, 3025141-2022-00021 follow up 1: screw 5, 3025141-2022-00022 follow up 1: screw 6, 3025141-2022-00023 follow up 1: screw 7, 3025141-2022-00024 follow up 1: screw 8.